Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise. The noise was able to be reproduced with arm movements. The lead was capped and replaced on (B)(6) 2015. The patient was stable.

Event description:
New information received indicated that tendril lead exhibited lead failure. The failure was generically classified as: noise that is characteristic of an insulation breach and not felt consistent with electromagnetic interference ¿ emi. Repeated low impedance with a clear change from a previously normal value. Lead fracture, defined as a clinically significant rise in impedance and or abrupt rise in pacing threshold with loss of capture despite maximal output. There was no clear indication as to which lead showed which failure. No additional information was reported.